Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5106798/5106801/5107151.

Event description:
It was reported that the patient had one lead with high impedances. It was noted that the patient developed a non-device related medical condition that requires MRI. The patient underwent an explant procedure. The explanted device components were discarded by the facility.